Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys lockd up when up loading images to pacs after a case. No pt injury was reported.